Manufacturer narrative:
The mitraclip was implanted. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a mitraclip procedure was performed for functional mitral regurgitation (mr) grade 4+. One mitraclip (cds0701-xtw 00609u187) was successfully implanted, reducing the mr to grade 2+. Reportedly, the dilated fmr anatomy made for difficult leaflet insertion although this was not a device issue and there was no difficulty grasping noted. The difficult leaflet insertion was due to anatomy. The following day, on (B)(6) 2020, the clip was observed detached from the posterior leaflet, while remaining attached to the anterior leaflet, a single leaflet device attachment (slda). The mr appeared back to grade 4. On (B)(6) 2021, another mitraclip procedure was performed as treatment for the slda. Two mitraclips were implanted without an issue reported, reducing the mr from grade 4 to 1. Great results were noted. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific product issue. It should be noted that the reported patient effect of mitral regurgitation (mr), as listed in the instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the single leaflet device attachment (slda) could not be determined. The reported mr was an outcome of the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.na.